Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed.

Event description:
Healthcare professional reported patient developed "post treatment infection" following injection with an unspecified allergan dermal filler. Patient was treated with azitromax and topical fucidin, and later with dalacin and altargo. Symptoms are ongoing.